Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead was difficult to be advanced into a guidewire. Upon lv lead placement, the lv lead exhibited noise and failed to capture. The physician elected to not used the lv lead and a new lead was implanted. The patient was stable throughout the procedure.